Event description:
Consumer sent in a message through the website to state the previous brand was guaranteed for a year. I have to replace my bite guard every three months due to bruxism. In response the email sent to her and she states using her thumbs to press up but our product has already separated from the line in three days. I cannot sleep without a bite guard and it must be comfortable. I've already experienced abrasions from other brands.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.